Event description:
It was reported that during a laparoscopic prostatectomy procedure, clips fell out (side). It seemed like the jaws did not fit correctly. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.